Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate, resulting in the pt receiving more medication than intended. At 0600, in 2006, "channel b" was programmed to deliver 250ml of an unspecified concentration of nitroglycerin at a rate of 7.5ml/hr and the delivery was started. At approx 0700, the next day, the nurse noted that the pump was delivering at a rate of 75ml/hr. At this time, the nurse reprogrammed the pump to deliver at a rate of 7.5ml/hr and the delivery was resumed. Approx 4-5 hours later, the pump was removed from clinical service. At an unspecified time, the pt's blood pressure was reported to be "above 100mmhg systolic." The nitroglycerin delivery was reportedly discontinued "later on during the same day," and the physician ordered that the pt be started on a "nitropatch." There were no reported adverse pt effects. No medical interventions were necessary. Though requested, no add'l info was provided.